Event description:
The advocate in (B)(6) stated the customer ran a blood test on the contour next. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The test strips were expected to be returned for evaluation. New strips and meter were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information (a1) is not provided due to privacy laws. The model# was not provided.